Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was noted that the contrast agent was outside the pericardium, indicating a cardiac tamponade. The case was aborted, and the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.